Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg 50 mg/dl) and carbohydrates were consumed to address low bg. Customer alleged the pump basal iq was not working properly. Pump system check with tandem technical support confirmed pump was working properly. Customer acknowledged information.